Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer received third party assistance from their spouse and paramedics, who administered glucagon to address bg. The customer also reported that they experienced a seizure because of the low bg, but no further injury to report. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.